Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The representative found heap errors in the logs. However, the representative verified everything is performing within specifications. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when the system was being booted up the pendant could not clear initializing please wait. The site rebooted the mobile view station (mvs) and the image acquisition system (ias) while the umbilical cable was connected and disconnected with no resolve.